Manufacturer narrative:
A2: patient age 83 years old (at the time of enrollment). A4: weight: 69.2 kg. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported gangrene of right foot occurred requiring intervention. The subject was enrolled in a clinical study on (B)(6) 2024. The target lesion was treated with a 4.0 x 100mm, 135cm ranger drug-coated balloon followed by a 5.0 x 150mm, 150 cm ranger drug-coated balloon. The 4.0 x 100mm, 135cm ranger was inflated once to a maximum inflation pressure 16 atmospheres for 180 seconds. The 5.0 x 150mm, 150 cm ranger was inflated once to a maximum inflation pressure 14 atmospheres for 180 seconds. On (B)(6) 2025, the subject presented with gangrene of the right foot. The subject was hospitalized, and on (B)(6) 2025, amputation was performed. On (B)(6) 2025, the issue was considered resolved. The subject was discharged on (B)(6) 2025.